Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging due to the position of the ipg. The patient underwent a revision procedure wherein the ipg was moved in the pocket to make it easier to charge. The patient was doing well postoperatively. The ipg remains implanted.